Event description:
Info rec'd indicated the bed was not communicating with the nurse call system.

Manufacturer narrative:
The hill-rom technician isolated the issue to the sidecom board. He replaced the sidecom board and the bed functioned to specifications.